Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. The pt reported that the down arrow keypad button was slow to respond last week, and now requires excessive force and multiple presses to obtain a response. She noted that when the down arrow button does respond, it is overly responsive and keeps scrolling. The pt reported that all other keypad buttons are responding as expected. She stated that the buttons click and spring back as expected. The pt denied physical damge to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that she wears the pump in various places with a clip or case.